Event description:
It was reported that during an atrial fibrillation ablation procedure, an intellanav mifi open-irrigated catheter was selected for use. It was noted that the catheter leaked from the tubing connection port and a temperature error on the generator and pump displayed. The catheter was replaced and the same issue occured with another intellanav mifi open-irrigated catheter, the procedure was completed using a another of the same device. No patient complications were reported.

Event description:
It was reported that during an atrial fibrillation ablation procedure, an intellanav mifi open-irrigated catheter was selected for use. It was noted that the catheter leaked from the tubing connection port and a temperature error on the generator and pump displayed. The catheter was replaced and the same issue occured with another intellanav mifi open-irrigated catheter, the procedure was completed using a another of the same device. No patient complications were reported.

Manufacturer narrative:
The catheter was returned to boston scientific for analysis. Upon analysis visual inspection revealed the irrigation extension tubing was found totally detached/separated from the luer fitting at the adhesive joint, therefore, the reported complaint is confirmed.